Event description:
Additional information was received indicating premature battery depletion was not suspected. The physician believed the programmer overestimated the longevity of the device.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The device was received at end of life battery voltage. A longevity assessment was performed, and the implant duration exceeded the majority of the total projected longevity based on nominal settings indicating normal battery depletion. Analysis of the device image found elevated monthly current measurements consistent with autocapture operating in high output mode. As stated in the device user manual, programming to high-output settings may affect device longevity. The field complaint of overestimation of longevity could not be confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and premature battery depletion was suspected. The device was reprogrammed and explant is anticipated. The patient was in stable condition.